Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that while an asymptomatic patient was in the recovery room post-implant procedure, t-wave oversensing was observed. Programming changes were made.